Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l55616, implanted: (B)(6) 1999. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 3387-40, lot# l55616, implanted: (B)(6) 1999. Product type: lead. (B)(4). Patient has off-label application for deep brain stimulation device. Device is used for pain.

Event description:
It was reported that the "wires hurt on the side of her neck." The caller reported she was seeing a physical therapist. It was reported that "two weeks" prior to this report date, she had a "certain therapy" done and immediately felt the wires hurting. The therapy was reportedly done a total of four times, and was done on the opposite side shoulder to where the device wires were. The patient stated the physical therapist used electrical pads that produced heat and current into the body. The therapist reportedly said he was not using diathermy and said "it shouldn't be an issue." The "hurting" was absent at the time of the call. The patient had been exercising but stated it was not from that, as she "always" exercised. The device itself was reported to have been working "fine." The patient was redirect to his doctor. He had his next appointment (B)(6) 2013. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).